Event description:
The user facility returned the olympus hd autoclavable camera head due to poor cable contact. Upon inspection and testing of the returned device, it was observed that there was no proper image due to a faulty camera cable unit. This report is being submitted for the event found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found no image due to faulty video cable unit. The evaluation assumed the causal link between the video cable defectiveness and the visible damage was due to the use of a pointed or sharp object which might have affected the cable. Additionally, the cable condition revealed a cut on the sheath. The white balance could not be properly adjusted and caused error e311 to display on the monitor during testing. The faulty parts need to be replaced to meet olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, it is likely an image was not displayed because communication failure occurred due to faulty cable. The likely cause of disconnection of the cable was due to the use of pointed or sharp objects. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 17-jan-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.